Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was feeling fatigued. Upon investigation, undersensing was noted on carelink current electrogram report. The lead was still in use. No patient complications have been reported as result of this event.